Manufacturer narrative:
Follow-up # 1 ¿ (04/09/2015).the patient¿s meter has been returned on 3/12/2015 and evaluated by lifescan product analysis on 3/24/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ping meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began on ¿(B)(6) 2015, 4:00pm¿. Prior to the alleged issue, at an unspecified time, the patient detailed that she had developed the symptoms of ¿tired dizziness, and sweaty¿. At ¿4:00pm¿ the patient reported obtaining a blood glucose reading of ¿55mg/dl¿ on the subject compared to¿77mg/dl¿ on another meter, tested within 30 minutes of each other. At between ¿4:30 and 5:00 pm¿ the patient reported she received treatment of food and/or drink from a health care professional (hcp) as a result of the symptoms she experienced. The patient manages her diabetes with an insulin pump and continued with her usual dose of novalog including sliding scale as a result of the alleged inaccuracy. At the time of troubleshooting, the cca determined that the correct testing steps and unit of measure was used at the time of testing. An approved sample site was used at the time of testing, the test strips were not expired and had been stored correctly and the patient did not have control solution to carry out test. Replacement products have been sent to the patient. Based on the information provided, although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused/contributed to this serious injury. The reported meter result correlated with the patient¿s symptoms and treatment. This complaint is being reported based on the comparison provided, the device malfunctioned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.